Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was checked prior to use. The operator reported the coaxial needle assembly (dtn) was difficult to unscrew and could not be separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c d10 ¿ product received on: 31aug2020 investigation ¿ evaluation it was reported to cook that the stylet within a quick-core coaxial biopsy needle set could not be unscrewed. This incident was reported by nanjing changde med. Supp. Co., in china. Another device was used to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned the complaint device to cook for investigation. Inspection found it difficult to unscrew the coaxial needle by hand, but it could be done. The needle was re-tightened and was able to be unscrewed easier. All relevant dimensions were analyzed and confirmed that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. The risks of this device are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: intended use: ¿quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots records no relevant nonconformances. A database search for complaints on the reported lot found no additional complaints reported from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. It is possible that the device was screwed too tightly during quality control, but this potential cause of failure cannot be confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.